Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/13/2023 additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open folder with a needle-suture combination and detached needle that pertains to the product code 8741h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification, and no suture remnant was noted. The force used to detach the needle from the suture could not be determined. In addition, the needle suture was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined along of the strand and the insertion mark could be observed at the other extreme. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. The needle got detached from the suture during suturing. No adverse patient consequences were reported. Additional information was requested.